Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation and the microbial sampling report from the independent laboratory. Prior to the device being evaluated, the device was sent to an independent laboratory for microbial testing. Growth was found on the instrument/suction channel and the distal end. Paenibacillus cook ii was identified on the instrument channel, micrococcus luteus was identified on the distal end a visual inspection on the received condition was performed as an olympus fiberscope was used to verify the condition of the biopsy channel. First, the fiberscope was inserted into the biopsy channel from the opening at the distal end. Upon entry, surface scratches on the wall of biopsy channel were found. The fiberscope was inserted further and found scratches, kinks, and discoloration through the remainder of the biopsy channel. In addition, the distal end was inspected under a microscope and found abnormalities with the glue. The glue around the bending section cover was observed to be deteriorating as pinholes, cracking, peeling were found. Additional scratches were found on the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the scope testing positive: ¿ information provided by the customer did not indicate that the scope was not reprocessed in accordance to the instructions for use (IFU). IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
A customer reported to olympus, a microbiological sampling of the evis exera iii duodenovideoscope tested positive for a low-moderate concern for staphylococcus hominis. The microorganism was detected in either the elevator recess and/or the instrument channel. The lab sample did not specify where the microorganisms were detected. The scope was cultured on (B)(6) 2023, and the cultured results were received on (B)(6) 2023. The subject device was used on a patient after the positive culture. The device was reprocessed 7 times since confirmation of a positive culture. The scope was reprocessed on the following days: (B)(6) 2023. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer provided the cds process stating that precleaning was not delayed after the procedure. Water was aspirated through the instrument/suction channel with a suction pump (scope buddy plus). There were no abnormalities with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The subject device passed the leak test. The detergent solution used was intercept. The following parts were brushed: instrument/suction/balloon channel and air/water/suction/biopsy. The forceps elevator was brushed with the bw412-t and manually flushed using the maj-2319 distal tip flushing adaptor. The automated endoscope reprocessors (aer) used are medivator advantage plus sn: (B)(6). Rapicide part a and part b disinfectant was used. All the channels were connected with tubes when the endoscope was connected to the aer. The device was stored in a storage cabinet. There were no changes in the facility¿s reprocessing personnel since the last on-site visit (22feb2023) by an olympus endoscopy support specialist (ess). Olympus is the maintenance company. A reprocessing in-service at the site with an ess was planned; however, the date of the in-service was not available. The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.